Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the power button on the e-100 generator became red. In a previous case the customer resolved the issue by power cycling the e-100 but the issue occurred again in a second case. The customer stated that they moved the instrument to the erbe generator and that they would attempt power cycling the e-100 again when they have time. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the e100 did not turn red. There was no tissue effect while applying energy from e100. The csr was able to hard power the unit and it loved it then and there, but the second procedure presented the same issue. The fse was able to come in same day and replace the unit. There was minimal delay to the cases and no patient harm was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation a cut/seal about 100 times. Unit worked fine without any issue. Could not replicate reported failure. The unit will be sent to paramit for pm. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.